Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a peripheral inserted central catheter that was believed to have dislodged the right ventricular (rv) lead. The patient was noted to have palpitations. The patient was thought to have twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.